Manufacturer narrative:
The lot number provided by the attorney was 0604014 does not correspond to a xenform product lot number. Upon review, it has been assumed that there was a transcription error and that the intended lot number is 0804014. This is the device lot number reported above. The device history record for this lot was reviewed and everything was in order.

Event description:
This is being reported as an averse event because the complaint originated from an attorney. It is not know what the pt was originally treated for. One device was implanted on (B)(6) 2008. Boston scientific's obtryx device was also implanted on this date. The complaint via the attorney was that the pt suffered an unspecified injury. This included tissue damage, vaginal erosion, bladder perforation, stress urinary incontinence, pain and infection. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.